Event description:
Fire department personnel were attending to a patient, condition unknown. Allegedly while attempting to monitor the patient, the device displayed a low battery message and lost power on what the operator alleged were fully charged batteries. The operator removed the batteries,re-inserted them and the device functioned properly for the remainder of the call. There were no adverse effects to the patient reported as a result of the alleged malfunction.